Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.

Event description:
It was reported that during the implant procedure, the lead exhibited a sensing anomaly. The lead was not implanted and a new lead was used. The patient was in normal condition.